Event description:
Customer's blood glucose readings = 467mg/dl and 281mg/dl. Customer went to hospital for unrelated issues. Hospital received a blood glucose reading = 89mg/dl. Food was administered to increase customer's blood sugar. Customer believes the meter readings are incorrect. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.